Event description:
It was reported that "the connector hose of the dermatome exploted (exploded) while it was been (being) used by dr. (B)(6) to obtain a graft." There was no report of injury or medical intervention associated with this incident.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.